Event description:
In this event a doctor reported that the spray manifold came off of an estylus 1:5 handpiece during use; no injury resulted.

Manufacturer narrative:
Separation of the manifold from the handpiece would be immediately noticed by the operator and the procedure stopped. This, coupled with the size of the piece in question and frequent use of rubber dams by many practitioners, significantly reduces the possibility of aspiration, which is the most serious potential consequences. However, during the device evaluation on 05/12/2015, the handpiece overheated; no injury resulted. Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device where this malfunction (overheating) resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The estylus attachment came in missing the spray manifold and the diffuser spray nut. Microscopic evaluation revealed significant, abrasive gear wear on the head-tail and head assemblies. Wobble and/or vibration within the head cavity could have added stress to the spray nut, encouraging the detachment of the manifold. Microscopic evaluation also revealed both bearing retainer's failure. Free roaming ball bearings and excessive debris most likely created friction within the head which resulted in temperature increase.